Manufacturer narrative:
E1: patient city: (B)(6). Patient country: egypt.

Event description:
Unomedical reference number (B)(6). Event occurred in egypt. On 25 april 2024. It was reported that the infusion set cannula was bent. Patient blood glucose level was 540 mg/dl and was treated through manual injection. Within 3 hours of insertion customer noticed symptoms. Patient replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.